Event description:
It was reported by repair work order that the fowler angle reading was inaccurate due to a damaged fowler angle sensor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.